Event description:
The report stated that on the 3rd sealing of the mesenterium in a bowel ileus procedure the device became sticky. When the device was removed, both edges of the tissue were sutured to assure the seal. Another device was opened and used to complete the surgery. There was no bleeding and no tissue was damaged. The generator was set at 2 bars. No patient information is available.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.